Event description:
Update: received additional information from customer on 27 mar 2023. Customer stated they performed a heterophile blocking tube test for the sample and generated the same result of > 96,000 u/ml.

Manufacturer narrative:
The complaint investigation regarding a false elevated result of alinity I ca 19-9xr reagent lot 46236fp00, included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Device history record review did not identify any potential non conformances, non-conformances, or deviations for the associated reagent lot number 46236fp00 and complaint issue. The trending assessment did not identify a trend for lot 46236fp00 related to the customer issue, and a ticket search by lot 47343be00 indicates that the reagent lot was not associated with any other complaints of falsely elevated results. Furthermore, the overall performance of the alinity I ca 19-9xr reagent lot 46236fp00 was reviewed using field data from customers worldwide. Review shows that the median patient results for the reagent lot number 46236fp00 are within the established limits, which indicates no unusual reagent lot performance was identified. A labeling review determined product labeling provides adequate information regarding the customer issue. Based on the investigation, no systemic issue or deficiency with the alinity I ca 19-9xr reagent lot 46236fp00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I ca19-9 results for 1 patient with unknown medical history. The following results were provided (customer reference range 0-37 u/ml): initial result was > 96, 000u/ml. The customer redrew the patient and sent the sample to another laboratory, which generated a result of 21, 059 u/ml (method unknown). The customer re-tested the same sample that was tested on the initial analyzer (alinity I processing module) and generated a result of > 96, 000u/ml. There was no reported impact to patient management.